Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch verio meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 5-10x daily and her usual results are around "5-12 mmol/l." The alleged issue began on the evening of (B)(6) 2013. The patient reported blood glucose results of "25 mmol/l, 17 mmol/l, 10 mmol/l and 6 mmol/l" with the subject meter. The patient manages her diabetes with insulin through pump therapy. Prior to testing, the patient reportedly felt nervous about a presentation she had to deliver the following day and administered a decreased dose of insulin (2 units less) to reportedly avoid having a "hypo." Prior to obtaining a blood glucose result of "25 mmol/l," the patient claims she felt symptoms of thirsty, sleepy/ dozy and felt like "burning up inside." Based on her reported symptoms and the alleged result of "25 mmol/l," the patient administered self an increased dose of insulin (2 units more). Shortly after that, the patient reportedly obtained a result of "17 mmol/l" and administered an additional ½ unit insulin. About 30 minutes later, the patient claims she felt low blood glucose symptoms of tired, heart beating fast and her body was trembling/ shaking. The patient drank lemonade as treatment and felt better about 15 minutes later. The patient reportedly obtained a blood glucose result of "10 mmol/l" with another device that same evening. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Control solution was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.